Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the patient contacted lifescan (lfs) USA alleging that a lancing device was missing from their onetouch ultra2 mail order kit. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue occurred between ¿10-10:30am¿ on (B)(6) 2014. The patient manages their diabetes with oral medication(s) (type and dosage unknown) as well as with diet and/or exercise. It is not known whether they made any changes to their regular diabetes regimen routine as a result of this alleged issue. The patient stated that they experienced ¿mild chest pain and palpitations¿ 2 days after the product issue started, and as a result of these symptoms self-treated by having less food/drink. No blood glucose readings from the subject meter were provided at this time. At the time of troubleshooting the cca educated the customer on the correct contents of their package and was able to confirm that there was no missing lancing device. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe injury after the alleged product issue began.